Event description:
The customer reported that they received an erroneous result for one patient sample tested for "immunoglobulin g (turbidimetric)" (igg). The sample was initially tested in an aliquot tube and resulted as 4500 mg/dl. This initial result was reported outside of the laboratory. The physician complained about this result since it was higher than the patient's normal result. The aliquot tube was repeated on (B)(6) 2014 and (B)(6) 2014 resulting both times as 4500 mg/dl. The customer then pulled the master tube and ran this. The master tube result was 2500 mg/dl and this result was believed to be correct as it compared to the patient's previous results. A corrected report was issued. The patient was also redrawn and the result from this sample was 2500 mg/dl. The patient was not adversely affected. The igg reagent lot number and expiration date were asked for, but not provided. The customer stated that samples are aliquoted by an automated system manufactured by "hana." The customer believes an aliquoting error occurred causing the erroneous result. The customer stated that they have run precision studies at three different result values; all precision runs have been acceptable. All calibrations and qc have been acceptable. The customer believes there are no problems with the analyzer and declined a service visit.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be determined based on information provided. Additional information for further investigation was requested but not provided.